Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was a hole in the tubing that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: eex 1978 (12991228) passed functional testing, however a pin hole in the tubing set where the fluid was leaking out at the top of the tubing that sits inside of the front door of the pump was found. Fluid leaked behind the membrane that covers the pressure sensors, therefore eex 1978 (12991228) required replacement of the bottle side pressure sensor. All other units passed all testing.

Manufacturer narrative:
Investigation summary: a complaint of a pinhole in the pumping segment causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 23015109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was a hole in the tubing that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: eex 1978 (12991228) passed functional testing, however a pin hole in the tubing set where the fluid was leaking out at the top of the tubing that sits inside of the front door of the pump was found. Fluid leaked behind the membrane that covers the pressure sensors, therefore eex 1978 (12991228) required replacement of the bottle side pressure sensor. All other units passed all testing.